Event description:
Hcp reported the patient walked through a metal detector and their left ipg settings changed. Settings went from negative to off and from off to negative. The patient's left ipg was reprogrammed. The patient was instructed to avoid metal detectors. The patient is now receiving stimulation.